Event description:
The customer reported a ventilator in which the unit shut off and alarmed. This event was reported as having occurred during clinical use however, there was no allegation of harm associated with this report.